Manufacturer narrative:
Additional information has been provided in d9., h.3., h.6., and h.11. The device and the lens were returned in the blister tray, inside the carton. The plunger lock and lens stop have been removed and were returned inside the blister tray with the lens and device. The plunger is oriented correctly. Viscoelastic was observed in the device. The plunger has been retracted back to mid-nozzle. A broken haptic was observed at mid-nozzle of the device. The remainder of the lens was returned outside the device adhered to the device blister tray. Viscoelastic was dried on the lens. One haptic was broken in the gusset area (returned in the device). A provided photo appears to be of the returned sample. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The root cause for the reported broken haptic could not be determined. The remainder of the lens was returned outside of device. The broken haptic was returned at mid-nozzle in front of the plunger with the distal portion oriented toward the nozzle tip. The plunger was retracted. The plunger position in relation to the broken haptic during advancement cannot be determined. The haptic position may indicate the plunger was not fully advanced. If the plunger is not fully advanced the trailing haptic may not release properly from the device. It is unknown if the qualified viscoelastic was used. The IFU (instructions for use) instructs: during device preparation and implantation of the company lens with the preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Broken haptics may occur: due to the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. If the operating room temperature is too high (less than 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implant procedure, at the moment of injecting the haptic was stuck between the wall of the cartridge and the plunger of the injector, ripping off the haptic patient had inflammation, delayed recovery. Additional information has been requested.